Event description:
Pt complained of implants rupturing since 4/95. Implants removed 10/27/95. Original implant date 1978. MFR is not known. On explant, the right implant was ruptured and the left implant was intact, but had evidence of silicone lakage on the outside of the implant.